Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 3387s-40, lot# v822991, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v822991, implanted: (B)(6) 2011: product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that there was a power on reset (por) displayed with the error code 0400. A battery revision was "about to be done" and the when the implantable neurostimulator (ins) was checked the por was displayed. In addition, an elective replacement indicator (eri) was displayed on the patient programmer about one week prior to the date of this report. It was noted the battery was 2.9v which was not an eri "trip point." Impedances were normal for both electrode and therapy. Therapy impedances were all measured between 1,100 and 1,500 ohms. The battery was measured again, this time reading 2.89v. It was also noted that a "clock message" had been displayed. It was further indicated that the eri "tripped" prematurely. During longevity calculations, it was indicated that the voltage setting on one of the leads had went to 0v. It had to be reprogrammed. It was further noted that the caller "did not think they'll be replacing the battery today." Information received four days later indicated that the issue may have been due to a clock reset. The clock was reset to the correct date and time. It was further noted the patient was doing well and "immediately" received effective therapy. A follow up report will be sent if additional information is received.